Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion (pbd). Moreover, this device dropped its remaining battery life from 24 to 14 percent. A request was made to have data from this device analyzed. Data analysis confirmed pbd, and that measure of battery usage parameter has been increasing abnormally, and it appear to be still increasing. Device replacement was recommended. Furthermore, the patient was scheduled for device follow up. To date, this s-ICD remains in service. No adverse patient effects were reported.